Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the unknown 2.4mm x 24mm screw was missing inside the package. It was mentioned that the package was received sealed. However, there was no screw inside the package. There was no patient or surgical involvement. This report is for one (1) unk - screws: trauma. This is report 1 of 1 for (B)(4).